Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had intermittent difficulty charging the pump. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. Reportedly the customer will continue to use the pump until the replacement pump is received.